Manufacturer narrative:
The customer¿s report that a unit did not infuse was not confirmed. Analysis of the pcu event log shows that on (B)(6) 2015, two pump modules were connected to the pcu however only pump module s/n (B)(4) had an infusion started. On (B)(6) 2015 at 11:46 pm the user programmed the module using guardrails drugs for an unknown drug at a rate of 100ml/hr, with a vtbi of 100ml. The infusion ran for about an hour and was powered off by the user, with a primary volume infused of 98.27ml. On (B)(6) 2015 at 1:12 am the user programmed the second module, s/n (B)(4), using guardrails drugs for an unknown drug, however the user did not complete programming and start the infusion. The module was removed from the pcu about a minute later. The root cause of the reported event was not determined. No device was returned for investigation.

Manufacturer narrative:
The concomitant devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that the "unit did not infuse." Although no details are available there may have been temporary patient harm or medical intervention because reportedly the patient had to be transported to the ICU. No further information is available except the patient was subsequently in stable condition.